Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. D4: batch#: r5c631. Device analysis: the analysis results found that an ec60a device was returned inside the sterile package. Upon visual inspection, it was noted that the printing is wrong on the handles, instead of echelon 60 it showed echelon 45. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the product name "echelon flex 45" was printed on the grip housing of ec60a. There were no patient consequences reported. No additional information is available at this time.